Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We had an impaction platform shatter upon cup impaction today. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted. It was reported that an impaction platform shatter upon cup impaction today. Product evaluation and results: visual inspection from the attached figures confirms the broken / fractured device. Product history review: review of the device history records indicate 29 devices were manufactured and 0 were accepted into final stock on 11/13/2015. Review of qt-15-11-0040 revealed that the non conformance is not related to the failure alleged in this complaint and the 29 devices were accepted were accepted into final stock on 12/15/2015. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 206270, lot: 45011115 shows 3 additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed via the visual inspection of images provided in the communication log. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
We had an impaction platform shatter upon cup impaction today. Case type: tka.